Event description:
68 year old male pt. Attempted to place pt on mobi iabp. Machine would not auto fill. Several attempts were made without success. Iabp was changed. After examination, it was determined that a drain line was occluded. A small crease was noted in the drain line.